Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had blank display over the insulin pump. Customer states that they experienced low blood glucose 76mg/dl. Customer declined troubleshoot for low blood glucose. Customer performed troubleshoot for blank display but it did not resolve the issue. Insulin pump will not be return for analysis.